Event description:
Related manufacturer report number: 627487-2023-06171. It was reported the patient lost ineffective stimulation due to both s1 leads had migrated. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section a4: the patient's weight was inadvertently omitted from the initial report. It was reported to abbott, a patient was experiencing ineffective stimulation. X-ray confirmed both s1 leads had migrated. Surgical intervention was taken where everything was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted to address the issue.